Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing, and pacing inhibition with no asystole. A new lead of a different model was successfully implanted. Return of the lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information upon completion of product analysis.